Event description:
It was reported that at the beginning of the PICC line installation process, when the sheath is opened, it is evident that the guidewire is open as if it had lint, so it is put away and another catheter is used. No patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.